Event description:
It was reported that the hcp worked with the patient for braces for his back and neck and wanted to know if the use of braces could impact functioning of dbs systems. The patient's wife thought that the braces were putting pressure on his wires and causing it to not work. The patient had tried many different braces and was doing really well with his dbs and braces for a while and then things changed for the worse. It was noted that the bracing was used to keep the patient upright so he's not hunched over. The bracing cradled the back of head and came to the front where there was a front neck piece under the chin and an anterior sternal pad. It was reported that the patient was not getting good therapy at this time and had regressed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was not having dbs therapy issues and was doing great.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 3387-40, lot# v006765, implanted: (B)(6) 2006. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v006765, implanted: (B)(6) 2006. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).